Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, tonsillectomy and recurrent pregnancy loss. Concurrent conditions included irritable bowel syndrome. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). The patient was treated with linaclotide (linzess), surgery (she underwent had surgery to remove the essure implant.) And surgery (ovarian cyst removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea (cramping), vaginal hemorrhage, menorrhagia, chronic pelvic and abdominal pain, ibs (irritable bowel syndrome)." Most recent follow-up information incorporated above includes: on 7-sep-2018: reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Concomitant medications and treatment medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/ menorrhagia), bladder infection, urinary tract infection, vaginal infection, dysmenorrhea (cramping), ovarian cyst and pain: abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, tonsillectomy, recurrent pregnancy loss, uterine dilation and curettage, hypercoagulability, pregnancy, recurrent abortion, arthritis, anxiety and bloating. Previously administered products included for an unreported indication: iud, aspirin, metrogel and percocet. Concurrent conditions included irritable bowel syndrome, menstruation irregular, hot flushes, mood swings, gastritis, overweight, menopause, abdominal pain, cyst, dysfunctional uterine bleeding, cardiolipin antibody positive, constipation, migraine and coagulation defects, other and unspecified. Concomitant products included bupropion, ibuprofen, levonorgestrel (mirena), piroxicam (paxil) and sumatriptan. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with linaclotide (linzess) and surgery (ovarian cyst removal and she underwent had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, abdominal distension, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient need for additional surgery she received treatment for urinary , bladder problems, menorrhagia, pelvic abdominal, dysmenorrhea pain, ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea (cramping), vaginal hemorrhage, menorrhagia, chronic pelvic and abdominal pain, ibs (irritable bowel syndrome)." Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events urinary ,bladder problems added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.